Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter did not turn on. The patient said the reported meter stopped turning on. She replaced the meter battery and still it did not turn on. The patient did not state the duration of the issue. She said she takes medication for diabetes, but did not provide the medication name and dose. The patient said she obtained a result of 130 mg/dl on a friend's meter prior to having blurry vision; the date and time of this reading was not provided. On the same day, the patient called her nurse regarding her meter problems. The nurse asked the patient to come to the doctor's office. The patient said she had blurry vision when she went to the doctor's office. A result of 400 mg/dl was obtained on the doctor's device. The doctor treated the patient with 2 units of insulin. The customer care advocate (cca) confirmed that patient replaced the battery per the owner's manual and the battery was correctly installed. The battery contacts were in good condition. The cca walked the patient through pressing the power button and inserting a test strip into the meter; the meter did not turn on with either attempt. The meter, test strips, and control solution were replaced. The complaint is reported because the patient alleges being unable to obtain a reading on the lfs product for an unidentified period of time. She claims she developed blurry vision which suggested hyperglycemia, a hyperglycemic reading was obtained at her doctor's office, and she was treated with insulin.